Event description:
During a remote follow-up, episodes of noise resulting in oversensing and high capture threshold due to noise or fusion were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. During the rv lead revision procedure, the physician noted the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced during an unrelated procedure. The patient was stable.

Manufacturer narrative:
The device was received with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection found no anomaly on the header related to the field concern. Further ventricular sensitivity test under field conditions indicated normal results. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.